Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 102 months, an insulation defect was reported. The ICD showed eos. No deterioration in the patient's state of health was reported. The ICD and the lead were explanted.